Event description:
Note: this is one of two complaints which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01874 for details regarding the other associated device. It was reported to boston scientific corp that three resolution clip devices were used during this procedure. According to the complainant, the first clip would not advance out of the sheath. A second clip was used and the clip would not close when they tried to attach to the tissue and deploy. The procedure was completed with a third resolution clip device. There has been no report of complications or injury as a result of this event. The pt's condition was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.